Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient was unable to charge the ins. The patient reports the recharger not communicating with ins. The patient stated that they have not charged in quite a while. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional indicating the patient was offered a replacement of the stimulator and declined. The communication was due to a dead stimulator battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.